Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. A location storing data related to daily measurements had been altered, which resulted in reversion to safety mode. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device could not be interrogated and displayed a message on the programmer that it was in safety core. A fault code was displayed that represented a double-bit memory error which can have several causes. The patient had received a shock which brought him into the hospital. The hospital was concerned that the safety core may be related to a shorted lead. Boston scientific technical services (ts) recommended checking shock lead impedance when the device is replaced.this device was explanted and a new device was successfully implanted. The lead was tested and exhibited normal measurements during the replacement procedure and remains implanted.